Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. A receiver charge test was not performed due to frozen screen. Pictures were taken. A receiver boot test was performed and failed due to frozen screen. Functional tests were not performed due to the receiver not communicating with the functional test. The receiver log was not downloaded and reviewed due to the receiver not turning on due to due to the receiver not communicating with communication tool. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.